Event description:
Consumer complaint of high blood results. The customer received a result of 433mg/dl and the nurse states that the blood readings are 200mg/dl points higher than the meter that is used in the hospital. Performed back to back blood test, 417mg/dl and 485mg/dl. Expected blood result is 150mg/dl-160mg/dl. Reviewed the last 5 blood results in the meter memory: 177mg/dl on (B)(6) 2014 @05:58am; 165mg/dl on (B)(6) 2014 @07:21am; 149mg/dl on (B)(6) 2014 @12:07pm; 134mg/dl on (B)(6) 2014 @05:48am; 117mg/dl ib (B)(6) 2014 @06:01am. No adverse event reported.

Manufacturer narrative:
(B)(4). Evaluation of returned meter indicated no defect found. Most likely underlying root cause of malfunction: user had poor storage of test strips, user had inaccurate reference.